Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported having an unexplained high blood glucose level the night before the call. Customer reported that she thought her new insulin pump was responsible for the high blood glucose levels. Blood glucose level was 456 mg/dl at the time of the call. Troubleshooting showed that the insulin pump was functioning properly. No further information was provided.